Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was unable to be confirmed however the outer member was pulled out from the valve. The failure to deploy could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during use in the biliary duct, the jostent selfx endoscopic self expanding stent (ses) delivery system was advanced to the lesion and the tuohy borst valve detached from the shaft on attempted deployment. The outer shaft/sheath was unable to be retracted and the stent was not deployed. There was no resistance or force used on advancement. The device was removed from the anatomy without resistance, force or additional intervention. The ses partially released after removal from the anatomy. Another jostent selfx was used to successfully complete the procedure. There was reportedly a clinically significant delay in the procedure. There was no adverse patient effect caused by the device. No additional information is available.